Event description:
Event description guidant received information that the lead safety switch had been triggered on this pacemaker for the atrial and ventricular channel. Currently, impedance measurements were 450 ohms and 520 ohms in unipolar configuration.